Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead displayed impedance measurement greater than 2500 ohms, noise and loss of capture. The lead remains implanted and the pacemaker was programmed to vvi mode. The lead may be replaced if the patient does not tolerate this mode. No adverse patient effects were reported.